Manufacturer narrative:
Correction: fdp c61409 lit ref: doi: 10.1002/ccd.28705. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted. The aim of this study was to compare a non medtronic drug-coated balloon with a medtronic drug-eluting stent in native small coronary vessels. 230 patients presented with visually-estimated reference vessel diameter (rvd) and underwent percutaneous coronary intervention (pci). Resolute integrity rx coronary drug eluting stents (des) were used to treat the patients. The target vessel locations were the left anterior descending, diagonal, left circumflex, obtuse marginal/ramus, right coronary artery, and pda/pl. This journal details the evaluation of clinical outcomes after one month, one year and two years follow ups. Clinical events were reported in the population at 60 years. It was reported that dissection occurred in a number of patients following stent treatment. Bailout stenting was required in some cases. No clinical outcomes were reported after 1 month follow up. The clinical outcomes at the 1 year follow up reported that a number of patients suffered target lesion failure, patient-oriented composite endpoint, target lesion revascularization, and target vessel revascularization. The clinical outcomes at the 2 year follow up reported that a number of patients suffered death, cardiac death, target lesion failure, patient-oriented composite endpoint, myocardial infarction, target lesion revascularization, and target vessel revascularization.